Event description:
It was reported that the trach does not inflate, when put in water, you can see there is a hole in it. Not used on a patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was received for investigation. Visual inspection did not reveal any defects. Leakage was observed immediately during the leak test. Further investigation using magnification revealed a slight tear in the cuff material; the complaint was confirmed. While the leakage of the cuff was confirmed it could not be determined with any certainty at what point this defect occurred. Root cause could not be determined. One year complaint history review since september 2021 revealed no trends for this product and problem category. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.